Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms over the past year. Additionally, atrial tachy response (atr) events were observed which appeared to be due to atrial channel oversensing of ventricular pacing. Technical services (ts) discussed programming options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).